Event description:
International affiliate reports that following subarachnoid hemorrhage; the valve was implanted in the patient. A few days after implantation the valve's pressure was changed but the patient's condition did not improve. The surgeon suspected the valve was stuck and the device was explanted.